Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 19.6cm was returned for analysis. External insulation abrasion was noted at 11.8-11.9cm from the connector pin, consistent with lead friction to the device can.

Event description:
This report is to advise of an event observed during analysis.